Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 7134116 6r3 54mm liner, 74122554 hemi head 54mm, 71335554 r3 acetabular shell 54mm, 71357109 anthology stem & 74222300 modular sleeve 12/14 in search of complaints involving elevated test results throughout the lifetime of the product. Similar complaints have been identified and this will continue to be monitored. No lot numbers were provided; hence a documentation review could not be completed. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. If this information becomes available at a later time, the task will be reopened and completed. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical documents were reviewed. Without the supporting lab results, imaging, medical reports and the analysis of the explanted components, the trunnionosis and metallosis cannot be confirmed and it cannot be concluded that the reported events reactions were associated with a malperformance of the implant. The patient impact beyond the revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Smith + nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith + nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith + nephew, or its employees, that the report constitutes an admission that the device, smith + nephew or its employees caused or contributed to the potential event described in this report.

Event description:
Right hip revision surgery was performed due to metallosis.

Event description:
It was reported that a right hip revision surgery will be performed due to elevated metal levels. The revision surgery is scheduled for (B)(6) 2019.